Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction contributing to the patient's death.

Event description:
Us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. It was reported that the patient was in a hospital room at the time of passing. Per the patient's continuous ECG recordings, the patient experienced a ventricular tachycardia (vt) arrhythmia at 16:09:40 on (B)(6) 2017 which lasted for 13 seconds. The detection sequence ended due to motion artifact observed in the ECG recordings. Motion artifact was observed from 16:10:00 until 16:58:23 when the device was deactivated. It was reported that resuscitation efforts were made on the patient, and the patient subsequently passed away on (B)(6) 2017.